Event description:
As reported: patient presented to hospital with sustained vt, her pacemaker and epicardial rv lead does not capture. The patient was also implanted with a micra to provide rv pacing support. Decision made was to upgraded to ICD and transvenous ICD lead the patients old system was removed/capped.